Event description:
The reporter stated that the device displayed an attach defib cable message when the charge button was pressed. The therapy cable was replaced and the same message was reportedly displayed. A back up device was obtained and treatment was continued using the same therapy cable and electrodes. The patient's details and outcome were not released to mpc.